Event description:
Customer called to report that he did not feel this pod was working because of high blood glucose levels (bg's). He wore the pod for less than 24 hours and his bg's fluctuated between 253 - 330 mg/dl before taking it off and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.